Event description:
A dialysis nurse reported to product surveillance four peritonitis events which nurse believes may be related to faulty packaging of cassettes. Nurse was contacted and stated the home patient (hp) was diagnosed with peritonitis in 2008 and hospitalized for three days. The hp is allergic to vancomycin, and penicillin. The hp's symptom was abdominal pain. The hp had a cell count and differential performed on the original date, with result of 755 wbcs, 4 rbcs, 17% neutrophils, 3% eosinophils, 4% lymphocytes and 76% monocytes. Per nurse, there were no cultures performed. The hp was treated with cipro, 250 mgs daily oral beginning on approximately the same day for 14 days. Per the nurse, the hp stated she had been treated with vancomycin while hospitalized, even though the hp is allergic to vancomycin. However, the hp had no adverse reactions to antibiotic therapy. The hp had not yet officially recovered from this peritonitis event at time of contact with nurse, although the hp was asymptomatic. Per the nurse, the suspected root cause of the peritonitis was that the hp stated she had a reload set alarm on approximately two days before, and when the hp opened the door to reload the cassette, saw fluid in back of the cassette and the hp still used the cassette anyway. The hp did not contact baxter technical services regarding the fluid in back of the cassette. Per nurse, the hp discarded the cassette.

Manufacturer narrative:
The facility reported that the device was discarded.